Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2007 after use of the product and was resuscitated. He experienced another cardiovascular event (B)(6) 2007 after the use of the product and subsequently expired.

Manufacturer narrative:
This is one event (death) of two events reported on the same pt involving two separate products and associated with mdrs# 1225714-2013-00651, 1225714-2013-00652, 1225714-2013-00653.